Event description:
Ethicon plastic disposable 12mm long laproscopic port broke at about 2/3 distal end of shaft inside of pt. Unable to retrieve all the fragments & at the collar outside of pt. A second port same type broke outside the pt at the collar connection. Small fragments found in the umbilicus port incision & removed. Umbilical incision fascia closed then irrigated vigorously with saline. Rest of incision packed with 1" plain wet gauze with skin left open.